Manufacturer narrative:
Visual inspection of the returned spike arm identified that the longer spike fractured off. The fractured off piece was returned for review. Nicks and cuts were identified along the fractured spike. Damage was also noted on the knob from product use and on the proximal surface. Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. This lot was manufactured january 2006 and therefore, had been in the field approximately 9 years 5 months. It is unknown how many times the device was used during its field life. The fracture of the spike may be attributed to several factors, such as: the absence of a radius at the base of the spikes, off-axis impaction, and/or degradation of the material properties due to age and use.

Event description:
It was reported that one of the spokes broke off of the spike arm upon removal of the spike arm by the surgeon.

Manufacturer narrative:
This report will be amended when our investigation is complete.